Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a simplicity procedure, a patient burn occurred. Upon completion of the procedure and removal of the spinal needles, a small 1-2mm burn was noted on the upper right buttock which developed a small blanched area around it. Approximately two hours post procedure, the lesion was 10mm in diameter. A dermatologist was consulted and the patient was treated with betnovate cream bd.